Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient¿s wife reported that the patient ¿has had problems with the pump since the day it was put in¿. A dye study was done today and ¿it didn't turn out so well¿ and ¿the pump is bad¿. Per the patient¿s wife ¿a little morphine is going through the catheter, but the rest is going to other parts of the body¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. The main component of the system; other relevant device(s) are : product ID: 8731sc, serial/lot#: (B)(4), ubd: 2013-jul-24, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump was replaced (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the pump tubing was unable to be evaluated as no contrast could be administered due to lack of fluid in the reservoir. The findings reportedly suggested a reservoir leak or a catheter kink. The cause of the pump dysfunction was reportedly unknown, and it was unknown what actions/interventions were taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jul-2017 from a consumer who reported that a replacement surgery was scheduled for (B)(6) 2017. No further patient complications have been reported as a result of this event.